Manufacturer narrative:
(B)(4). Batch # 567a64. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with a buttress attached on the jaws, no apparent damage, and with two gst60g reloads present. The reload (b) was received fully fired. The reload (c) was received broken and unfired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is possibly due to an improper handling of the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during a bleb resection procedure that on the first firing the reload ¿exploded¿ and came apart in several pieces. It is believed that all the fragments were recovered. Device did not cut and did not staple. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.